Event description:
Maude event report received from FDA indicates a pt with a severe fracture of the left ankle was treated with a plate and screws in 2008 and experienced continual infections. Pt was returned to the or for irrigation and debridement of the wound, hardware removal and curettage of a cyst on the fibula. This report is #2 of 2 for this incident.

Manufacturer narrative:
MFR site and MFR date cannot be determined without a lot #. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot#.